Event description:
It was reported that the superion indirect decompression spacer migrated after a fall. The physician removed the implant and implanted a new one. The patient was doing well post-operatively. The explanted spacer was disposed of by the medical facility.

Event description:
It was reported that the superion indirect decompression spacer migrated after a fall. The physician removed the implant and implanted a new one. The patient was doing well post-operatively. The explanted spacer was disposed of by the medical facility.